Event description:
This is conservatively filed to report the clip becoming caught in the chordae. This article discusses a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was advanced into the mitral valve and became caught in the chordae. Following troubleshooting attempts the clip was freed from the chordae. Difficulty grasping was noted, however the clip was implanted. A second clip was implanted reducing the mr. There was no clinically significant delay in the procedure and no adverse patient effects. Details are listed in the article titled, " a case of severe mr due to hypoplastic heart function with difficulty to withdraw continuous renal replacement therapy, but mitraclip made to avoid hemodialysis and possible to discharge by alone." No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. Lot number was not provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported difficulty grasping and difficult to remove due to clip caught on chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a